Event description:
Seven minutes into her dialysis treatment patient complained to nurse that she was lightheaded. Nurse found that leur adapter on end of needle had seperated from venous fistula needle tubing. Patient's blood flow was still turned on low setting of 150 ml per minute. Patient lost approximately 500 ml of blood.separation of fistula needle luer lock connector from fistula needle tubing. Patient was g iven 50 ml of normal saline to bring her blood pressure up from 54/40 to 176/80. Bloodline was changed due to contamination. Patient was given two units of blood during dialysis.on inspection luer lock had come apart from fistula needle tubing. This needle was manufacturer by termo medical corporatiodevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design, inadequate quality assurance, manufacturing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.